Event description:
(B) (4) stated that the emergency trend will not work on this bed, but the bed will go into trend using the electrical functions from the siderail.

Manufacturer narrative:
Account replaced the trend valve to repair this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.